Event description:
It was reported that a user experienced low glucose episode ranging from 56 mg/dl overnight while using the ilet and requested assistance with changing device settings; the support agent arranged remote training for further guidance. Investigation of this case revealed no device malfunction reported and cause of the low glucose events remained unclear. Symptoms included weakness associated with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that the event was user-reported hypoglycemia with unclear cause, and additional training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.